Manufacturer narrative:
Lights burned out on control board.

Event description:
It was reported by service report that the led lights do not work on the chaperone system. No patient involvement or adverse consequences are reported.